Manufacturer narrative:
(B)(4).

Event description:
Device was implanted 2 days ago and patient has received inappropriate shocks for noise on the rv channel. Impedance at implant was 460 and impedance now is 1300. Rep was advised to have patient get an x-ray and look for conductor fracture or possible loose set screw. Device and lead remains implanted. (B)(6) 2016 - this lead and the associated ICD were explanted, it is believed the rv lead may have "perf'd".

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.